Event description:
In 2009 - patient underwent laparoscopic hernia repair with sepramesh. At 9 days post-op, patient had office visit with surgeon. The site of one of the previous trocar incision sites was reddened. Surgeon re-opened area as he initially thought the redness was from a suture abscess. When site was reopened and surgeon pushed on it, stool came oozing out of site. Patient brought to surgery that day for explant and bowel repair. Surgeon noted the right edge of the sepramesh had a loop of bowel densely stuck to mesh. The very edge of the mesh eroded through the bowel at the site of the previous anastamosis. Once this site was inspected, the surgeon noted the stool was seeping out of bowel and was going up and over the mesh to the sub-cutaneous layer, not in the abdomen.

Manufacturer narrative:
Evaluation patch was received packed in a bag. The patch was received with a small amount of tissue attached and somewhat wrinkled. Along one edge of the patch, both of the corners were folded/rolled over. One corner of this edge of the patch was folded/rolled over toward the coated side of the patch and the other corner of this edge of the patch was folded/rolled over toward the mesh side of the patch. It also appeared that there was some tearing of the material on the coated side of the patch emanating from this edge of the patch. The corners along this edge of the patch were unfolded to the extent possible in order to view the folded/rolled over areas. It appears that there were six tacks and three sutures used to fixate the patch along this edge and around the corners of this edge of the patch. The tacks and sutures were somewhat unevenly placed. The other edge of patch was found to be fairly flat across the whole edge of the patch. It appears that there were eight tacks and two sutures used to fixate the patch along this edge and around the corners of this edge of the patch. Based on currently available information we are unable to determine cause of the two corner's edges folding/rolling over.